Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Per photographic evaluation: photo was received. The photo shows a cdh25p with safety unlocked, battery connected, and the anvil closed. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information: another device was used to complete the case. The anvil of the device in question was placed as is and another device was used to complete the case. It was reported additionally by the sales rep that bleeding occurred 4 hours after the procedure finished. The timeline is following. Mar. 9th around 12:00: the procedure finished. Mar. 9th 16:00: bleeding occurred from the anus. Mar. 9th 18:00: the bleeding became severe, so that the tissue was clipped laparoscopically to stop the bleeding. Bleeding confirmed at a site of 10 and 11 o¿clock direction of the staple lines. The amount of the bleeding was 100cc. No blood transfusion was required. The hemoglobin value was 10.8, and the patient had no anemia. Does the surgeon believe that device contributed to the post-op bleeding? No further information is available. Did the patient receive any preoperative chemotherapy or radiation? No further information is available. Were there any issues experienced with the device in the initial surgical procedure? The first device (this is the product in complaint) was not activated after the anvil was attached to the trocar although the back light of the gap setting scale lit up. No further information about the 2nd device used to complete the case is available. What healthcare professional fired the device and what is his/her experience with the device? No further information is available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information is available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information is available. Were there any issues with device use/firing? No further information is available. What confirmation was received that the device completed the firing sequence? No further information is available. Was the green checkmark visible at the end of the firing? No further information is available. How many counter-clockwise revolutions of the adjusting knob were used to open the device? No further information is available. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? No further information is available. Were the donuts inspected? No further information is available. Were there any issues noted with staple formation? No further information is available. What was the pre and postoperative anti-coagulant and pain management protocol? No further information is available. Was the bleeding intraluminal or extraluminal? No further information is available.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device was not activated after the anvil was attached to the trocar although the back light of the gap setting scale lit up. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. D4: batch # t5ec08 device analysis: the analysis results found that the cdh25p device was received with no apparent damaged. Upon investigation it was found that the flex circuit had no continuity. The device was disassembled, and the flex circuit was visually examined under magnification. It was noted that the legs of the switch underneath the actuator were lifted, implying the solder joint was broken. No conclusion could be reached on what caused the flex circuit damaged noted during the visual inspection. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.